Manufacturer narrative:
Supplemental report created for clarification of notes in section b5.

Event description:
The phone call was reviewed for clarification. Found that the customer was attempting to prime the tubing when he noticed that bottom of the pump was coming out. The customer was able to push the piece back into the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. Customer states that the back of the battery comes off. The customer's blood glucose level was 307 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.